Manufacturer narrative:
On 26-sep-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
During an isvt (supraventricular tachycardia) ablation with a qdot catheter and decanav catheter, the patient experienced pericardial effusion treated with pericardiocentesis. The patient was stale after treatment. During the procedure, the medical team mapped the rv (right ventricle) and got an area of interest "sort of septal rv close to the his". They "poked around a lot" with the decanav catheter into the rv apex and physician decided it was "good enough" to burn. They had a great signal but were unable to capture when pacing in a lot of areas in the rv and the physician kept poking around until they found a spot that would intermittingly capture. Before burning they placed the decanav catheter in the rv to have for backup pacing. They were not able to capture the rv due to the patient having a "super small right ventricle". The physician suspects they may have "poked a little too much" and caused a pericardial effusion. They burned the pvc (premature ventricular contraction) and the physician realized there was a pericardial effusion -- the physician had burned and did a couple of lesions they were looking at it on ice (intracardiac echocardiography) and noticed the pericardial effusion. Pericardiocentesis was performed on the patient. The patient left the room stable and is currently in recovery. Bwi products in use during the case were qdot micro catheter, decanav catheter, soundstar catheter, vizigo sheath, carto 3 system, and ngen generator. The physician¿s opinion on the cause of this adverse event was patient condition/procedure. Prior to noting the pe/CT (pericardial effusion / cardiac tamponade), ablation was performed. The event occurred after the ablation phase. The outcome of the adverse event was that the patient left the room stable. The physician was confident the patient would recover fully. The patient did not require extended hospitalization. No catheter exchanges occurred during the procedure or transseptal puncture performed during the procedure. No evidence of steam pop. The flow settings for irrigation catheter were qmode, high flow max: 15 ml/min, and high flow min: 4ml/min. The patient did not require cardiac surgery. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. The force visualization features used were dashboard, vector and visitag. The visitag module parameters for stability used were min. Time 3 sec, tag size 3, and fot 25%. No additional filter was used with the visitag. The color option prospectively used was impedance. The adverse event occurred on (B)(6) 2025. Ngen was used for the procedure. There were two reports for this event, one for the qdot and another for the decanav. This report is for the qdot.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31579941l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an isvt (supraventricular tachycardia) ablation with a qdot catheter and decanav catheter, the patient experienced pericardial effusion treated with pericardiocentesis. The patient was stale after treatment. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician¿s opinion on the cause of this adverse event was patient condition/procedure. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).